Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient tripped and hit his head he had a small epidural bleed. Anticoagulation stopped due to bleed. Patient had increased ldh1678, with increased watts. Additional information obtained from site. When he fell his inr was 5.7. He was reversed with 1u pcc, 4u ffp, and 5mg vitamin k due to concern of rapid expansion of the bleed. As of (B)(6) 2016, patient is doing well awake alert oriented, neurological function completely intact. No additional information available.

Manufacturer narrative:
Additional information provided by the clinical specialist indicated that the patient's anticoagulation was uncontrolled. It was stated that the vitamin k and fresh frozen plasma (ffp) led to thrombus in the pump that required a pump exchange. The pump exchange was well tolerated by the patient. The patient is doing well. Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed with log file analysis since the available log files did not cover the event date. Analysis of the device revealed that the device passed functional testing. Dimensional verification showed a deviation in axial gap specification. Considering that the device met specifications prior to release and passed the post-explant functional wet test, this deviation is not expected to impact pump performance and was likely induced during system use. Visual examination revealed mild to moderate abrasions on the ceramic housing and matching impeller surfaces. The mechanical abrasions, observed on the housing surfaces and the matching surfaces of the impeller, are indicative that external factors, such as thrombus formation, may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation. Bleeding, and thrombus formation are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. It is noted to correct any identifiable coagulopathy with fresh frozen plasma, vitamin k, protamine, or platelet transfusions. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.